Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the customer went to the emergency room (ER) with an elevated blood glucose (bg) level of 700 mg/dl, with high ketones. Customer attempted to self-treat with a bolus via the pump and manual injection, however, was treated intravenously with fluids saline and insulin. Tandem technical support (cts) performed a system check and determined that the pump is functioning as intended and the cause of the high bg was due to sleep mode being active for an extended period of time and the pump clock was incorrect due to customer not updating time after daylight savings day. Customer understood and acknowledged. Recommendation was made to consult with a healthcare provider regarding diabetes management and possibly updating settings.